Event description:
The dental implant fx7010swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 25 days after implantation. The doctor did not provide information about the patient's medical history. The patient required another surgical intervention.